Manufacturer narrative:
(B)(4). Device evaluation: result - the manufacturing site received 24 unused representative iag/bc 20ga units in sealed packaging from the lot number 6181715. A visual/microscopic examination was performed and no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs was observed. A functional test (needle retraction) was performed. When the buttons were depressed, all of the units retracted into the safety barrels. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6181715. There were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Conclusion - the customer's reported defect of needle retraction failure was not confirmed. The returned units provided for evaluation met manufacturing specification in relation to needle retraction. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. The actual unit described in the incident report was not returned for evaluation. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that once the button was pushed to retract the needle, the suspect device failed to retract. Per report, "it happened twice this week." No injury was reported.